Event description:
A report was received that the patient developed an infection at the ipg site and had a symptom of fever. The patient was prescribed antibiotics and underwent an explant procedure. The infection was not device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, lot #: 17146847, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.